Event description:
It was reported that the 6800 system had an error message during a case. The 6800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The kv tracker on the camera was adjusted during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint.